Event description:
Customer initially reported that their abbott diabetes care device did not power on the product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currenlty undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained all pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Observed reader has been de-cased. Reader did not power on with button depression, strip, or usb cable insertion. Reader was connected to computer and software was unable to recognize the reader. Visually inspected the returned usb charger and usb cable and no issues were observed. Opens or shorts were not observed. Usb/charging cable passed testing. Visual inspection has been performed on the power adapter and no issues were observed. Load tester was used to test returned power adapter, and voltage was observed to be within specific range. Power adapter passed testing. The returned reader was further investigated. Performed an internal visual inspection on the reader's pcba (printed circuit board assembly) and burn marks were observed at u13 component. A further extended investigation was conducted. Visual inspection was performed on reader and no issues were observed. Reader did not power on with button depression, strip insertion but did power on with data cable. Reader log was unable to be extracted as reader did not connect to software. Returned battery was too low to power on reader. A known good battery was used to continue testing. A thermal camera was used and u13 component was observed to exceed the specified temperature multi meter was used to measure voltage across resistor r100.the measured voltage was observed to be over the specified range. It was determined that the burn marks were caused by the overheating of u13 component. This caused when an incorrect charging adapter is used, cause the overcharge protection to fail and results in components heating up from a high voltage than that required and can cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not power on the product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.